Manufacturer narrative:
(B)(4).

Event description:
It was reported that they were unable to access the cap (catheter access port) on the pt's pump. A flipped pump was suspected, but not confirmed. The medication being delivered via the device system was reported as "other". Add'l info has been requested, a f/u report will be sent if add'l info becomes available.